Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding the patient's implantable neurostimulator (ins). Information was reported that the patient had their spinal cord stimulator (scs) system removed because it was not working. The caller said it was removed around 2016.